Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was found to be dislodged into the atrium. Lead was explanted and replaced. Patient was fine post-procedure.